Manufacturer narrative:
Battery charger/modem sn (B)(4) was returned and evaluated at the distributor. The reported problem (unable to recognize a battery) has been confirmed. Upon investigation the battery charger/modem was intermittently unable to recognize a battery and was intermittently resetting. The cause for the failure was isolated to a shorted u13 cmos-flash microcontroller on the bedside pca. The root cause for the shorted u13 microcontroller could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported battery charger/modem sn (B)(4) was unable to recognize a battery.